Event description:
It was reported during an ablation procedure, the irrigation port detached from the handle of the therapy cool flex catheter, 15 minutes into the procedure. There was no occlusion alarm and the power was at a low setting. A new catheter was used to complete the procedure with no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.